Event description:
It was reported that the device was used during the laparoscopic cholecystectomy, fired three clips, when they came out they were closed or partially closed. Another device was opened to complete the case. No pt consequence.